Event description:
Peripheral intravenous catheter insertion was ordered for a (B)(6) patient who was in the emergency department. The nurse was unable to advance the needle and to advance the catheter without needle support. Unsuccessful attempt of IV cath insertion. Patient's father declined further attempts. Patient did tolerate po fluid and md decided that the IV insertion was not necessary. No harm to patient. The catheter used for the IV attempt is available for inspection and will be sent to the manufacturer upon their request for return of the catheter.